Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. The log files of the controller in use during the reported event revealed that the controller did not contain the smr software. Log file analysis did not reveal any premature power switching events during the reported event date. Failure analysis of the returned devices revealed that the batteries met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. As a result, the reported event could not confirmed. Additional products: battery (B)(4). H6 FDA method code(s): 4112 h6 FDA conclusion code(s): 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log files were later received.

Manufacturer narrative:
Correction to follow up 2 MDR. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The two batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Controller log files that cover the reported event date were not available for analysis. Failure analysis of the returned devices revealed that the batteries met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors between the controller and batteries. No failure detected; the reported event could not be duplicated during the analysis of the batteries. (B)(4) - battery. (B)(4). Device available for evaluation?: 05-22-2017. Device evaluated by MFR?: yes. Device manufacture date: 03-28-2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: (B)(4) - battery / catalog number 1650de / expiration date:03/31/2017. No, not returned to manufacturer. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complained of battery switching. Two batteries were taken out of service and new batteries were dispensed.  The site did not send log files, but they state they will see patient in one week and send in at that time. The patient was stated to have been annoyed. No additional information available.